Event description:
The MFR received info alleging a ventilator was constantly alarming. There was no harm of injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. A failure of the device to power on was observed. The device's system board was replaced to address the issues.